Event description:
A report was received that the patient underwent a pocket revision procedure due to pain at the pocket site. The physician moved the pocket up two inches. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision procedure due to pain at the pocket site. The physician moved the pocket up two inches. The patient is reportedly doing well.